Event description:
Initial info rec'd from a consumer on (B)(6) 2012: a currently (B)(6) female consumer initiated poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk) over a yr ago (2011) in both sides of her chin areas for cosmetic reasons. (B)(6) weeks later (2011), she experienced on her left chin area a tiny lump under the skin at the injection site. A dermatologist gave her a "shot" to reduce the lump and the lump did reduce some. About (B)(6) months ago (2012), she had her second injections of poly-l-lactic acid to both sides of her chin. About (B)(6) weeks later, she noticed three lumps under skin on the left side of the chin where the poly-l-lactic acid was injected. The dermatologist first injected an enzyme under the skin to treat the lumps, but it did not work. (B)(6) later (2012), the dermatologist injected steroids into the lump areas of the chin to reduce inflammation which did not work. Last month ((B)(6) 2012), her dermatologist injected her with paracetamol (flash 5) to try to dissolve the lumps but it did not work. Now the lumps feel like hard rubber balls under her skin and they are visible. The three lumps on the chin on the left side are the size of three large peas and the larger lump is below the other two. The two lumps on the chin on the right side: one is spread out more than an inch and the other lump is pea size and is on the top above the other. She can feel the lumps with her tongue on the inside of her cheeks and they feel swollen. All the lumps are flesh colored and visible. No medical history and concomitant medications were reported. No further relevant info provided. (B)(4).